Manufacturer narrative:
The screw was not returned; however a photo of an x-ray was provided and used for evaluation purposes. The screw shaft was confirmed to have fractured. The cause cannot be determined with the available information. Since the lot number is unknown, the DHR was unable to be reviewed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw fractured post-operatively. A revision surgery was performed to remove and replace the screw with an alternative pedicle screw.